Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.